Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04570 and 2134265-2016-04571. It was reported that stent damaged occurred. The target lesion was located in the heavily tortuous and heavily calcified distal left circumflex artery (lcx). A 2.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was noted to be damaged. Another 2.50 x 28 synergy ii stent was advanced but the device also failed to cross the lesion. The device was removed and the stent was also noted to be damaged. Additional dilatation was performed with multiple balloon catheters. At some point, a 6f non-bsc guide extension catheter was used. Subsequently, a 3.0 x 20 synergy ii stent was advanced; however, the stent stripped off from the balloon and lodged into the distal end of the guide extension catheter. The physician removed everything from the patient's body so that he could remove the dislodged stent. However, before the physician was able to pull out the sheath, the dislodged stent came out of the catheter and travelled into the popliteal artery. The stent was then snared out of the patient's body and the physician then switched to an 8f guide catheter for more support. A 2.50 x 16 synergy ii stent was then advanced and was overlapped proximally with another 3.00 x 20 synergy ii stent and completed the procedure. No patient complications were reported and the patient's status was stable and doing well.